Manufacturer narrative:
(B)(4). Baxter received an evaluated the device. The reported symptom of "door sensor error" was reproduced and confirmed through "door not fully latched" messages experienced during evaluation. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump had a door sensor error. It was also reported there was no pt involvement.